Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: confirmed the text on the display screen is dim/faded and discolored upon start up and difficult to read. The contrast setting is set at '7'. Investigators increased the contrast setting to the maximum of '10' with little improvement observed. The faded display was replaced with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Completed the testing with test display. Investigators observed no auditory sound during start up. All auditory alarm settings were set to ¿high¿ setting and tested. No sound during testing. Cover was removed to investigate. No issue found with solder on piezo or on the piezo contact pins. Adjusted the height of the piezo contact pins. Replaced cover and re-started pump. No sound occurred. Placed a test cover on pump and restarted pump. Sound returned with test cover. Investigators were unable to obtain an audible alarm reading because of unresponsive piezo.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).